Event description:
Boston scientific received information that this product was part of a pocket erosion. The physician made the pocket bigger and placed they system back in the patient. There was no report of adverse patient effects due to the procedure. The patient is doing well and there are no future procedures scheduled.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently additional information has been received stating that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.